Manufacturer narrative:
H11. Corrected data- updated section h6.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A transient ischemic attack (tia) is a transient neurological event that generally lasts only a few minutes, it occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms, which usually occur suddenly, are similar to those of stroke but do not last as long and do not result in permanent impairment. Most symptoms of a tia disappear within an hour, although they may persist for up to 24 hours. The clinical observation was confirmed. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through a clinical trial that a patient with a 23mm pericardial aortic valve experienced a neurological complication after an implant duration of 7 years and 2 months. As reported the patient the patient experienced a tia syndrome with aphasia and trouble finding words. There was a question of whether missing a dose of paradoxa was to blame. Carotid dopplers showed moderate amount of plaque bilaterally without hemodynamically significant stenosis. The event resolved spontaneously without further treatment. It was reported there was no treatment nor hospitalization.